Event description:
The lift was used together with an original high back polyester net sling. During transfer, a loud noise was heard from the lift, and lift arm came down with high speed. One of the sling loops came loose due to this, and the patient fell onto the floor. No serious injury was reported.

Manufacturer narrative:
(B)(4). Follow up report will be submitted once the unit is returned to manufacturer for analysis.